Manufacturer narrative:
Section d information references the main component of the system. Other relevant devices are: sg-64, lot no: unknown; use by date: unknown; upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier was selected as an accessory device due to concern for late failure of a non-medtronic aaa stent graft system. It was reported that on the day of the index procedure, the patient experienced urinary retention and difficulty during urination. The investigator assessed the event as related to the index procedure. The patient was treated with medication and the patient had an extended hospital stay. No additional clinical sequelae were reported and the patient is fine.